Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 168 mg/dl. Troubleshooting was performed and the current blood glucose value was 180 mg/dl. The customer passed out and was hospitalized. The low blood glucose was treated with glucose tablets and ems/ambulance/ER visit. The customer alleges pump was over delivering. The customer was using the pump within 48 hours at the time of the event and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section h6 ( hecc,heic) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) with this report.

Manufacturer narrative:
Customer returned pump for an alleged possible over delivery anomaly, visit to emergency room, loss consciousness and was hospitalized for low bgs found on (B)(6) 2023. On (B)(4)., svn#: (B)(4).- customer returned pump for an alleged high bgs found on (B)(6) 2023. On (B)(4)., svn#: (B)(4). - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2022. On (B)(4)., svn#: (B)(4). - customer returned pump for an alleged low bgs found on (B)(6) 2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08645 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2023and (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 10-feb-2023, 23-oct-2022 and 22-oct-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 10-feb-2023, 23-oct-2022 and 22-oct-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 07-nov-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 07-nov-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 202300:00:00.000 dailytotalofallinsulindelivered: 352000 (35.2 u) dailytotalofbasalinsulindelivered: 53500 (5.35 u) dailytotalofbolusinsulindelivered: 298500 (29.85 u) (B)(6) 202303:36:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) (B)(6) 2023 07:37:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 39500 (3.95 u) bolusamountdelivered: 10000 (1 u) (B)(6) 2023 08:20:57.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 17500 (1.75 u) bolusamountdelivered: 3000 (0.3 u) (B)(6) 2023 09:52:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 62000 (6.2 u) bolusamountdelivered: 62000 (6.2 u) (B)(6) 2023 12:06:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 83500 (8.35 u) bolusamountdelivered: 83500 (8.35 u) (B)(6) 202312:51:00.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 37000 (3.7 u) bolusamountdelivered: 37000 (3.7 u) (B)(6) 2023 22:14:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u) (B)(6) 2023 22:41:32.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5000 (0.5 u) bolusamountdelivered: 5000 (0.5 u) (B)(6) 2023 23:48:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 48000 (4.8 u) bolusamountdelivered: 48000 (4.8 u) on (B)(6) 2023 07:37:47.000, the normalbolusamountprogrammed: 39500 (3.95 u). However, the bolus was cancelled due to no delivery alarm/insulin flow blocked alarm and the bolusamountdelivered: 10000 (1 u). On (B)(6) 2023 08:20:57.000, the normalbolusamountprogrammed: 17500 (1.75 u). However, the bolus was cancelled due to no delivery alarm/insulin flow blocked alarm and the bolusamountdelivered: 3000 (0.3 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 07-nov-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 10:33:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 10:58:00.000. (B)(6) 2023 11:08:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023 09:51:46.000. (B)(6) 2023 10:01:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 12:13:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:23:32.000 (B)(6) 202313:23:48.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:16:59 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for low bgs/high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery anomaly and pump/transmitter communication anomaly were not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.